Event description:
It was reported that the patient presented in the ER after receiving unanticipated hv therapy. Reprogramming was performed. The patient will continue to be monitored.

Manufacturer narrative:
No medwatch form was received.